Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's battery life was diminished, had unexplained no delivery alarms which was resolved by infusion set changed, rewind was slower, the buttons did not respond when first pressed them and the insulin pump settings were lost. The customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.